Event description:
On 10/24/1997 the account received an erratic bhcg result of 1463 miu/ml, which was run on the axsym analyzer. The patient sample was initially run straight and gave a result of > 1000 miu/ml, with a flag indicating the result was "high". According to the account, the erratic result was given when an autodilution of 1:200 was manually ordered. The account questioned this result and retested the sample with the onboard autodilution and received a result of 35,994 miu/ml, which repeated at 38.000 miu/ml. The account reported a result of 35,000 miu/ml. The account uses biorad qc, which were all within expected ranges. However, review of the message history log revealed error code 5013, motor step loss probe up/down, occurred twice on 10/13/1997 without the probe crash recovery procedure performed.